Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for failure was intermittent connection on the trunk cable and the ECG "a" and "b" cables. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt.